Event description:
The account stated that a false positive architect troponin result was generated. An initial result of 0.630 ng/ml was generated. The sample was repeated with a result of 0.022 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device changed from the architect stat troponin-I reagents, list # 2k41-28 to the architect i2000 sr analyzer, list # 3m74-01. MFR report # 1628664-2011-00573 has been submitted to document the suspect medical device as the architect i2000 sr analyzer.